Event description:
It was reported that the new system controller was being replaced for the patient and the backup battery indicated that the battery was due to be replaced with 0 months remaining. It was reconnected and attempted to sync the system controller to the tablet, but the backup battery again indicated the same that it needed to be replaced. A second backup battery was replaced in the system controller and the issue was resolved.

Manufacturer narrative:
Sections a : specific patient information were not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.